Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the customer's needle to have bent. The mother states the cannula was found to be bent. The mother states she was currently on route to the hospital for customer's high blood glucose levels. The mother states the customer woke up with 580mg/dl and did not have any more needles to treat. The customer will call back at a later time to update and troubleshoot.